Manufacturer narrative:
Findings: unit had unresponsive express bolus and esc buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.